Event description:
A healthcare professional (hcp) reported that one of the wires were coming off the tube and was noticed during intubation during a total w/ central neck dissection procedure. It was replaced with a different tube. There was no patient impact. On follow-up, it was reported that the tube was intubated and extubated after noticing the issue. There was no delay in the surgical procedure. A back-up device was used.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: there was a residue consistent with biological contaminants on the device. There was biological contaminant covering the cuff balloon and distal end of the tube. The blue with clear tubing electrode contact was bent at the distal end of the tube where the electrodes are exposed which would have resulted in the reported event. Electrically, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were as follows: 3.5 ohms (blue), 4.0 ohms (blue with clear tubing), 3.7 ohms (red), and 3.3 ohms (red with clear tubing), in which the blue with clear tubing was out of specification. A syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred with no issues. H6: additional information suggest that fdm b17, fdr c20 and fdc d14 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.